Event description:
It was reported that the physician implanted the subdural post craniotomy icp catheter in the patient with no problems. The catheter was zeroed and everything worked fine. The user then disconnected it from the "black cam cable and all they could get on the screen was". The screen went blank on the camino monitor. The black cable and monitor were changed but the catheter still did not work. At this time, the catheter will not be returned for evaluation since the customer can not find the removed catheter. No further information was provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.